Event description:
The caller reported that the insulin cartridge leaked at the o-ring. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The caller changed the cartridge and successfully resumed insulin therapy, and technical support arranged to return the faulty cartridge for replacement.